Manufacturer narrative:
Reporter causality: related; company causality: related; overall listedness: unlisted. Causality for humira as reported by (B)(6): (B)(6) opinion is that there is no reasonable possibility that the events of end stage renal failure, inflammatory reaction and unable to ambulate are related to humira. Other case number: (B)(4). Sender comment: the event end stage renal failure is not listed in the pi for euflexxa. The event inflammatory reaction is listed in the pi for euflexxa. The three events are confounded by the patient's medical history. A causal relationship between the event end stage renal failure and euflexxa is considered not related as confounding factors are more likely to have caused the event. A causal relationship between the events inflammatory reaction and unable to ambulate and euflexxa treatment are considered related.

Event description:
Inflammatory reaction (inflammation); unable to ambulate (mobility decreased). Case description: this serious, solicited report, initially reported by a physician in the united states, was received from (B)(6). The study was not sponsored by (B)(4); therefore this case is handled as coming from a spontaneous source. The patient, a (B)(6) male, experienced end stage renal failure, inflammatory reaction, and unable to ambulate during treatment with euflexxa (sodium hyaluronate) injection (dosing regimen and indication not reported) and humira (adalimumab), injection 40 mg every two weeks for rheumatoid arthritis. The patient initiated euflexxa on an unknown date and humira on (B)(6) 2015. On an unknown date in 2015, the patient experienced end stage renal failure and started hemodialysis. On (B)(6) 2015, the patient experienced an inflammatory reaction to a euflexxa injection into the knees and was unable to ambulate. Humira was continued and the action taken with euflexxa was unknown. The outcome of the events was unknown. The physician had no further information. The patient's medical history included diabetes, renal insufficiency, and osteoarthritis.